Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values. Customer delivered a bolus and bg lowered to 40 mg/dl. Reportedly, customer¿s wife attempted to give customer juice but customer lost consciousness and emergency medical services were contacted. Reportedly, bg was treated with intravenous fluids, juice, and fast acting carbs. Customer was not transported to the emergency room/hospital. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.